Event description:
The pump was explanted due to battery depletion. Drug delivered via the device was dilaudid 10mg/ml at a daily dose of 8mg.

Manufacturer narrative:
Catheter: model: 8709, serial#: (B)(4), implanted: 2002 (B)(6), explanted: unk. Final analysis of the device revealed a motor corrosion and gear train anomaly. Significant residue was observed on gear 3, 5 and corrosion on gear 4.